Event description:
Pt transporting from wheelchair to bed when chair slid away causing him to fall and allegedlly fracture hip. Wheellocks of chair were engaged and no wheelchair malfunction is alleged.